Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Per complaint form: the screwdriver stripped when trying to advance screw. Its approximately 10 years old, and alternate screwdriver was provided to advance screw. The screw broke during the process of reducing the chrome rod to the left si screw. Head of screw broken intraoperatively during reduction of rod. Unable to remove the screw, surgeon left broken screw in patient. During the procedure, a driver also stripped. Surgical delay of 15 minutes reported.